Event description:
It was reported that the fiber tip broke off, and then it was no longer effectively ablating the stone. Four more fibers had to be used, but they broke as well. The procedure was completed with another device. There were no patient complications. This report is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer reports: 2124215-2024-59902, 2124215-2024-59903, 2124215-2024-59906, and 2124215-2024-59908.

Event description:
It was reported that the fiber tip broke off, and then it was no longer effectively ablating the stone. Four more fibers had to be used, but they broke as well. The procedure was completed with another device. There were no patient complications. This complaint refers to the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-59902. This report is for the same event as manufacturer report: 2124215-2024-59903. This report is for the same event as manufacturer report: 2124215-2024-59906. This report is for the same event as manufacturer report: 2124215-2024-59908.

Event description:
It was reported that the fiber tip broke off, and then it was no longer effectively ablating the stone. Four more fibers had to be used, but they broke as well. The procedure was completed with another device. There were no patient complications.